Event description:
It was reported that during clinical use, the cs100 intra-aortic balloon pump (iabp) has displayed frequently warning indicating a need for inspection (catheter flow restriction) issue. No health problems were reported to the patient, and the patient continued to use the catheter until weaning. The repair has not started yet.

Manufacturer narrative:
Event site postal code - (B)(6). A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2,h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field- d5, e2, e1(event site name, event site city), g2, h3 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that periodic inspection (calibration) performed and 48-hour continuous running test conducted. The fse confirmed that the problem could not be reproduced and no abnormalities found in the device. The unit passed all functional and safety checks and the system operates normally in compliance with factory.

Event description:
N/a.